Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin breakdown irritation is under the clasp only, rubbed skin raw. Skin isn¿t open, oozing, or bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a clear patch over area for the skin irritation. Follow up indicated that the skin irritation improved.